Manufacturer narrative:
Testing was performed at abbott diagnostics (B)(4) on retained kit lot 1064145 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 190-000 / lot 1064145, test base part number 190-430 / lot 1064145. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1064145 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. However, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction. A review of complaints against the kit lots for the reported issue indicates product performance is as expected and a product deficiency has not been identified.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2022 on a direct tested nasal swab. Confirmation testing on nasopharyngeal sample in viral transport media with core lab generated negativeresults . The customer confirmed no further information would be provided.